Event description:
The customer reported to baxter (B)(4) a clearlink microbore extension set with clearlink injection site that had a leak. According to the report, the distal end of the set was inserted into a flo-link valve and was subsequently found to be cracked. An antibiotic was being administered and had to be stopped due to leaking. The nurse had to estimate how much drug was infused. The condition was noted during patient use. There was no reported patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation; however, it is unknown when it was received. An actual sample was received for evaluation for the reported condition of the distal end of the set was cracked. A visual examination of the sample revealed the male luer connector broken inside of the luer lock. The reported condition of difficult to disconnect was confirmed. The customer confirmed that kelly clamps were used because it is not possible to manually disconnect the two parts. Therefore, the root cause of broken luer lock was the use of kelly clamp. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.